Event description:
The iab was inserted in the left femoral artery. Approx two hrs later, the pump began experiencing helium loss alarms. Due to the alarms, the pump was exchanged, but the alarms continued. After continued trouble shooting to determine, the cause, the iab was removed. The pt expired later but the cause was not directly related to the iab difficulty.